Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was above 43 mg/dl. Customer did not want to troubleshot for low blood glucose value. Customer also had issue with their transmitter. The device will not be returned for analysis.